Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire from the maryland bipolar forceps instrument was broken. Reportedly the instrument was not used on a patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable at the distal idler was frayed. The pitch cable was also found to be sticking out at the bottom of the instrument. There was no other damage found on the pulley or clevis. Electrical continuity tests were performed and passed. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.